Manufacturer narrative:
Customer reported that a pyxis anesthesia es system stopped responding for 15 minutes for a scheduled cesarean section procedure, preventing user access to medication. Customer was able to retrieve the required medication from a nearby station. No patient or user harm was reported. This event is recorded on complaint number (B)(4). Root cause analysis showed that a network outage caused the station to time out while waiting for a response from the authentication server. Technical support specialist applied knowledge article ka000013569 (medes & pases - customer network outage causes extended login delays) and instructed the customer on how to mitigate this behavior.

Event description:
Customer reported that a pyxis anesthesia es system stopped responding for 15 minutes for a scheduled cesarean section procedure, preventing user access to medication. Customer was able to retrieve the required medication from a nearby station. No patient or user harm was reported.

Event description:
It was reported by the customer that a bd pyxis anesthesia es system login screen was timed out and stopped responding for 15 minutes for a scheduled cesarean section procedure which prevented the users from accessing the medications. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with additional/corrected information: a1, b5, d1, d4, d5, e2, e3, g1, h6 a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from (B)(6) 2020 to (B)(6) 2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the login screen was timed out. The technical support specialist found that the station had a windows security update installed that caused the device to have an error 2222 when the user logged in. The user uninstalled the software from the device and rebooted the system to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.